Event description:
Physician report "pain, capsular contracture, baker iii and deformation. This relates to the left device. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold, the shell external is broken shell . Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: a crease smooth broken on radius assessed as fold flaw opening.

Manufacturer narrative:
(B)(4). The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pain, capsular contracture, baker iii and deformation diagnosed by MRI and ultrasound.

Event description:
Physician report "pain, capsular contracture, baker iii and deformation diagnosed by MRI and ultrasound. This relates to the left device. Device has been explanted.